Event description:
It was reported that the filter was tilted and there was a clot within the filter. On (B)(6) 1995, the patient was implanted with an inferior vena cava (ivc) filter. On (B)(6) 2013, the patient received a CT scan, during which a thrombus was noted within the ivc filter. The thrombus extended superiorly within the ivc, above the filter. On (B)(6) 2013, additional CT scan revealed the ivc was completely occluded with thrombus from the level of the right renal vein inferiorly including the proximal iliac veins at the bifurcation. Thrombus extended above the tip of the ivc filter for a length of approximately 6.5cm. No thrombus was noted in the renal veins. On (B)(6) 2019, the patient received an abdominal CT scan. The ivc filter was observed to be tilted anteriorly with the apex abutting the anterior wall of the ivc. There was no strut perforation or fracture observed. No further patient complications were reported.